Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a loss of prime with non-zero force verified in black box. No loss of prime during investigation. Force sensor calibration reading was high. The pump was opened and removed from case and found that the force sensor resistance reading was 7.2k ohms.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump had instances of multiple loss of prime without user intervention. The reporter stated that the issue continued to occur after other cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.